Event description:
It was reported that pump experienced malfunction that did not follow any notable prior event. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset device without recurrence of malfunction code, resumed insulin use, and was advised to continue using pump and call back if problem returned.